Event description:
It was reported that there was an issue with the pump experiencing altitude alarms and repeated prompts to replace the cartridge, even after cleaning the vents. The blood glucose level was reported as 180 mg/dl, indicating it was within the normal range. To address the issue, the customer planned to return the defective device, and a replacement pump with a new serial number was arranged for delivery.